Event description:
When the esu, argon plasma probe was plugged into the device, all (pre-set) settings for device cleared from screen. This happened with two separate devices. When probe was replaced, worked fine. Biomed was able to be here to help triage.